Event description:
It was reported that during a patient follow-up the patients implantable pacing lead showed high impedance levels. An intervention was required and the lead was capped and replaced with a new competitors lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).